Event description:
This involves the johnson and johnson echelon 60 powered stapler. This most recent issue was another misfire during a sleeve gastrectomy, a procedure where we are removing a large segment of stomach for weight loss. We have experienced 5 such events in the last 6 months and 6 total identical events over 2 years. We did not have any misfires such as this for the decade previous to the first event in 2020. The specific incident (identical to the other 6) occurred when firing the above stapler across the stomach. The misfire results in the tissue being cut but only stapled on one side, leaving the other side gaping open with no staples. An appropriate firing of the stapler should result in cutting with both sides being stapled with 3 rows each side of staples. During the misfire, the stapler makes a terrible mechanical sound which sounds as if the stapler is breaking. All of the staplers in question have been sent back to johnson and johnson for evaluation and incident reports written at the given hospital. The misfire results in a gaping gastric defect that I then need to close with sutures and omentum. This is a precarious situation each time because given the procedure that we are performing, there is little stomach left to work with to close. This most recent misfire is one week out and we will hope she has no complications but it adds to the chances of morbidity. One of the 6 total misfires led to a readmission and endoscopic treatment with a stent. All of the misfires occurred during the second or third firing using reloads. None of the tissue was abnormal and we would consider the gastric tissue in question non-thick all of the staple firings were green loads. Seamguard staple line reinforcement was used for every firing as is routine. The surgeon and nurse loading the stapler have worked together for 20 years and have fired over 30,000 firing together, with no misfires until 2020. There will not be many teams with more experience using staplers than this one. We have extensive experience using both the medtronic stapler for approximately 10 years and the johnson and johnson product for the past 10 years or so. No testing was performed to date as it has not been needed for this most recent case. FDA safety report ID# (B)(4).